Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed and was unable to recover. The customer reported that there might be a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a medication jam issue. A field service engineer reseated the cables and ribbon cable and cleaned the cubie tray from jammed medications and medication foils to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.